Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 3/5 of their automated peritoneal dialysis therapy. Reportedly, a supply bag fell and became disconnected for an unknown reason during dwell 3/5. After the supply bag fell and became disconnected, the home patient re-connected the fallen supply bag. Then the home patient ended therapy as he was unsuccessful in starting his therapy again. Baxter's technical service center assisted the home patient in ending the therapy early. The home patient performed a manual exchange the following morning. The home patient was given prophylactic antibiotics and the home patient's nurse reviewed proper procedures with the home patient. There was no patient injury or medical intervention associated with this incident per the home patient's nurse.

Manufacturer narrative:
Baxter's product surveillance department has confirmed that proper procedures were reviewed with the home patient by the nurse.